Event description:
A report was received that the patient was having increase ipg charging frequency. Ipg database analysis revealed that the battery discharge and charge profile revealed no anomalies. The device appeared to be working as expected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician told the patient that the tissue was gray due to battery leakage.

Event description:
A report was received that the patient was having increase ipg charging frequency. Ipg database analysis revealed that the battery discharge and charge profile revealed no anomalies. The device appeared to be working as expected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Date received by manufacturer: 26-aug-2015. Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. During the revision procedure, blackened soft tissue was noted under the pocket site which the physician described as metal erosion. The physician believed that it was due to the friction at the ipg site. It was also stated by the physician that the charging issues were not caused by the metal erosion. The physician decided to re-use the existing pocket site despite the metal erosion to avoid causing damage to the lead. The patient is reportedly doing well.

Event description:
A report was received that the patient was having increase ipg charging frequency. Ipg database analysis revealed that the battery discharge and charge profile revealed no anomalies. The device appeared to be working as expected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Device evaluation indicated that the complaint of difficulty charging was not confirmed. Data in the battery profile confirmed the depletion rate prior to explant was 4mv per day, which was in the expected range. The complaint of high impedance could not be confirmed. When the device was received into the cis lab there was a small puncture in the ipg case and the ingress of a small amount of bodily fluid was noted on the pcb during internal visual inspection. The puncture was caused by surgical tools during the explant procedure and these damages were not considered a failure.

Event description:
A report was received that the patient was having increase ipg charging frequency. Ipg database analysis revealed that the battery discharge and charge profile revealed no anomalies. The device appeared to be working as expected. The patient will undergo an ipg replacement procedure.